Manufacturer narrative:
01-feb-2018 product investigation results: reporter returned toothbrush head on 24-jan-2018. Toothbrush head confirmed counterfeit.

Event description:
Brush break off the stem during brushing [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that for the third time he/she had an oral-b brushhead, version unknown break off the stem while brushing with an oral-b rechargeable toothbrush, version unknown. The consumer reported the brush heads were from the same pack of 6. No symptoms were reported. Relevant history: none reported. No further information was provided. 09-dec-2017 consumer follow-up via e-mail: the consumer reported the brush heads were from a 4+2 bonus pack. The consumer reported the problem occurred with 3 brushes, and the other 3 were good. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush break off the stem during brushing [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that for the third time he/she had an oral-b brushhead, version unknown break off the stem while brushing with an oral-b rechargeable toothbrush, version unknown. The consumer reported the brush heads were from the same pack of 6. No symptoms were reported. Relevant history: none reported. No further information was provided. (B)(6) 2017 consumer follow-up via e-mail: the consumer reported the brush heads were from a 4+2 bonus pack. The consumer reported the problem occurred with 3 brushes, and the other 3 were good. No further information was provided.